Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The second mini trek referenced being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the femoral artery. Two 2.0 x 15 mm mini trek balloon catheters were prepared per the instructions for use, prior to use. The first 2.0 x 15 balloon catheter (lot # 2012761) was advanced without issue and inflated to an unknown pressure; however, the balloon ruptured. The second 2.0 x 15 mm balloon catheter (lot # 1121361) was advanced without issue and inflated to an unknown pressure. During the second inflation of 12 atmospheres (atm), the balloon ruptured. Both balloon catheters were removed without resistance. A new mini trek was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.